Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d10 (add therapy date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image¿ malfunction is likely due to an internal failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that the event occurred during receipt inspection.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed and was due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, there was no image to be found on the video processor. The procedure was completed with a similar device. This report is being submitted for the event found during evaluation. There were no reports of patient harm.